Event description:
The reporter claimed that it is difficult to screw the locking mechanism on the reamer. This event did not cause an adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation:evaluation results suggest that this event would not be associated with the device but rather would be related to misuse when the device was cleaned after surgery.